Event description:
It was reported that at the beginning of a laparoscopic bilateral salpingo-oophorectomy procedure, the device would not cut. The generator was re-booted and when attempting to regrasp tissue the patient's tissue was torn. The procedure was completed successfully using another device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional info or if the device is received at a later time this report will be supplemented.